Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was sent to the service center for repair. The repair report indicates: short circuit in the motor cable - motor cable replaced "micro": preventive replacement of o-rings performed acc. To service manual. Functional test acc. To test procedure completed. The short in the motor cable is the root cause of this failure. This complaint can be confirmed. The repair report does not show the motor being defective. The short in the cable would make the device appear that the motor is not functioning. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) after an unspecified surgical procedure, it was observed that the micro tornado handpiece with hand controls needed service. According to the reporter, the device did not turn and had a jammed motor. It was reported that there was no delay in the surgery; and that the surgery was completed successfully with a replacement device. There was patient involvement but no impact on the patient. During in-house engineering evaluation, it was determined that there was a short in the motor cable on the device. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.